Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device jammed and the clips seemed loose after firing. There were no patient consequences. Case completed with another device of the same product code.